Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected and there is no further course of action.

Manufacturer narrative:
(B)(4)